Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet system, with a lowest measured blood glucose of 70 mg/dl and recurrent lows about 40 minutes after meal announcements; the user suspected excessive meal insulin and noted the sleep glucose target was turned off. Symptoms included fatigue from sleep disruption without seizure, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary impairment due to the low glucose episode that resolved after self-treatment. The user self-treated with oral glucose tablets over approximately 45 minutes and returned to 120 mg/dl without professional medical intervention. Investigation included complaint handling with troubleshooting and user education on meal announcing, timing of eating within 30 minutes, and review of cgm target settings. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hypoglycemia remained unclear given unavailable device data for review. It was concluded that the event was user-reported hypoglycemia with unclear root cause, and the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.